Event description:
The event is reported as: the customer alleges that the blade would not light when attached to the handle. No pt involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.